Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report that neither battery pack would fit into the monitor. Support sent the psr a replacement monitor and battery packs.

Manufacturer narrative:
Device manufacture date: monitor - 02/2008. Battery pack - 02/2008. The second battery pack - 02/2008. Device evaluation summary: device evaluations of monitor, and the two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were full functional. The battery packs were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The psr received a replacement monitor and battery packs.